Manufacturer narrative:
.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the differential mixing motor was dirty and was causing the vote outs and pc1 errors. The fse cleaned the mixing motor, which repaired the errors and the vote outs. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating pc1 errors and differential vote outs on patient samples. The instrument was down. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.